Event description:
It was reported that during an attempted implant of a right atrial (ra) lead, after extending the helix and attempting to retract it, a stylet would not advance past the proximal portion of the lead. The lead was not implanted; another lead was used without complications. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. The distal conductor of the lead was extrinsically over-rotated. Visual summary analysis of the lead indicated damage at implant. Stylet insertion test result failed. Visual analysis found the helix was fully extended and the distal conductor distorted within the is-1 connector. This is indicative of the distortion that was caused at the time of the connector pin being turned an excessive number of times during helix extension. (B)(4).